Event description:
The following has been reported: syringe plunger alarm. Device has probably administered a bolus without being programmed to do so. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was reviewed, and data embedded in history log is insufficient to confirm the reported event. The reported device was received in brézins for investigation. When the device is upper than patient (+ 50 cm) the syringe piston alarm triggers. When the pusher button of the syringe is in contact with the force sensor, the arms of the pusher are brought back automatically to lock the syringe against the pusher. As on this device, these pusher arms are not return back, the syringe piston can be detached from the pusher during infusion. In this case, the pusher of the syring is always blocked by the arms (complete siphoning is not possible, but a "bolus" volume can be delivered), and syringe piston alarm will be triggered. To cancel the alarm and can restart infusion, the pusher button of the syringe must be again in contact with the force sensor (with a disengagement mechanism). According to our investigation, the device was found to be in poor condition, with significant dirt accumulation observed during the external visual inspection. During reproducible tests, flow rate accuracy was found to be compliant with our IFU specifications (+/- 3%). However, the device's quality control was not compliant. During the internal inspection, it was noted that the installed battery was not a fresenius battery, which may impact its lifespan. Furthermore, traces of dried liquids and significant dirt accumulation on the plunger driver, both internally and externally, could explain its malfunction. It was also observed that the last maintenance of this device dates to 27 october 2009. Based on the tests performed and the overall condition of the device, the root cause of the reported issue is linked to a lack of maintenance, leading to progressive malfunctions over time. To restore proper functionality, the following actions are recommended: - replacement of the agilia plunger driver kit. - replacement of the battery. - replacement of the locking system. - complete maintenance of the device. - thorough cleaning of the device. - upgrade to the available software version. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: misuse. The trend is: n/a.